Event description:
It was reported that a spectrum infusion pump began an infusion, pump screen said infusing and pump mechanics were audible, however, drips were not observed in the drip chamber and downstream occlusion not triggered during therapy. The nurse confirmed that the slide clamp and roller clamp were open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.